Manufacturer narrative:
A visual,dimensional and functional investigation of the product involved in the complaint could not be conducted since the product involved in the complaint was not returned at the time of this report. The lot number provided, to review, does not belong to the catalog number reported. A device history record (DHR) review was conducted on the reported lot number that belongs to catalog # 1886 (micro mist nebulizer w/ elong). The DHR review did not show issues or discrepancies which could potentially relate to this complaint. No nonconformance reports were originated for the lot number in question that can be associated to the complaint reported. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
The complaint was reported as: the customer alleges that there is no water vapor coming out of the nebulizer during patient use. No report of patient injury.